Manufacturer narrative:
The investigation of the returned coil system found the implant stretched and damaged, and the pusher with lead wire separation. Due to the condition of the implant and lead wires, the device experienced heavy friction while attempting to advance through the returned introducer and an in-house microcatheter during functional testing as described in the reported event; however, the coil pusher was not observed with a break condition; the pusher was not broken. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that while coiling during an embolization procedure, resistance was encountered, and was the coil unable to be advanced in the microcatheter. The coil was then withdrawn, and the pusher was found to be broken. The coil was not used and was replaced with another coil to continue the procedure. Subsequently, the procedure was completed successfully. There was no reported patient injury or harm.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was reported that the device is available to be returned to the manufacturer for analysis; however, not yet received. A supplemental report will be submitted when the device has been returned and investigation has been completed.